Manufacturer narrative:
Unique device identifier (UDI) : (B)(4). The certas valve was returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 1. The valve was visually inspected; the silicone housing was cut/torn around the siphon guard marks were also noted in the siphon guard. The valve passed the test for programming, siphon guard and pressure. The valve was flushed and no occlusion was noted at the ruby ball but leaked from the cut/tear in the silicone housing. The valve leaked from the tear/cut in the silicone housing. The catheters were irrigated no occlusions noted. The root cause for the issue reported by the customer: flow from the distal side could not be confirmed. It was due to the cut/tear in the silicone housing around the siphon guard, this was probably caused by a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut/tear resistance.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the certas valve was implanted via v-p shunt on (B)(6) 2020 with a setting of 2. The valve was connected to product ID 823072. Two weeks after implantation of the valve the patient began to feel weak, without energy and the setting was changed to 4. On (B)(6) 2020, the patient still feeling weak, without energy and a shunt contrast was performed. It was found that flow from the distal side could not be confirmed. On (B)(6) 2020, the valve was replaced to a new competitor valve.